Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaints reported in the lot number. Additional info was requested on 04/02/2010, 04/06/2010, and 04/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "poor unexplained outcome" (postoperative refraction, unexpected). Product problem(s): "non reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with poor unexplained outcome following intraocular lens (iol) implant surgery. Additional info has been requested.